Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus, psychological disorder, smoker, pain, bleeding, inflammation, mobility.